Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product identities were confirmed. The 90° contra angle driver (part# 24-1189, lot# 191750) was returned for evaluation. The driver showed signs of moderate use with some minor discoloration on the handle and the knob. Functional testing was done by inserting a blade into the collet and attempting to drive a 1.5mm screw into a block of white oak wood. Testing showed that the driver was tough to turn and was frequently sticking during rotation. The driver was disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. The device history record (DHR) for this product was reviewed, no discrepancies were found. Investigation results concluded that the reported event was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. In the warnings and precautions section of the IFU for this product it is stated, avoid undue stress or strain when handling or cleaning instruments. The discoloration is most likely due to residue from the cleaning process. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Medical device: biomet microfixation traumaone system contra angle cross-drive blade, catalog #: sp-2379, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the 90 degree screwdriver seemed to be fairly sticky with the blade bit in; it could not seat properly and rotate well. This was discovered during testing at the back table during the procedure; it was not used in the case. No adverse events have been reported as a result of the malfunction.